Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 278591.

Event description:
It was reported that the patients leads were placed for leg pain however, patient is now experiencing back pain as well. The patient underwent leads replacement procedure and was doing great postoperatively with good leg and back relief. The explanted leads will not be returned.